Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr), the non clinical activity was when the user came into the operating room and found the unit with a blank screen. The fsr replaced the ccm. The unit operated to the manufacturer's specifications. During laboratory evaluation, the product surveillance technician (pst) evaluated the ccm with lab use only (luo) testing equipment. Upon initial boot-up, the ccm display was not illuminated nor was there any discernible information on the screen even using a flashlight to illuminate the screen. The fan was turning demonstrating there was power to the unit. Upon internal inspection of the ccm, the pst found the local area network interface (lan/if) printed circuit board (pcb) disconnected from the single board computer (sbc). A peripheral component interconnect (pci) cable is used to connect the two boards. The cable was not fully inserted into the pci socket on the sbc. Upon re-seating the pci cable the ccm powered up correctly with all functionality restored.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) display was blank and unable to be used. There was no patient involvement.